Event description:
Anesthesia ventilator tidal volume control made a "click" sound while being adjusted and ventiltor stopped operating. Tidal volume was stuck at low. Pt ventilation continued by bag.